Manufacturer narrative:
Device broken while being inserted on april 25, 2014. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was inserting a 2.7mm metaphyseal screw into the bone during an olecranon fracture repair and the screw head broke off, the screw was removed intra-operatively; all of the broken portions were retrieved and were not left in the patient. This resulted in a twenty to thirty minute delay in the procedure and a loss of reduction. The plate needed to be removed to retrieve the broken screw. While initial reduction was lost, once the broken items were removed; the surgeon was able to regain anatomic reduction with minimal effort. The surgery was successfully completed with no further incident or complication. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that a 2.7 mm metaphysical screw, self tapping with t8 stardrive recess (part# 04.118.554, lot# unknown) was received for evaluation with complaint category "broken: intraoperatively" and complaint description: ¿it was reported that the surgeon was inserting a 2.7mm metaphysical screw into the bone during an olecranon fracture repair and the screw head broke-off. The screw was removed intraoperatively.¿ this screw is also used in other procedures to secure a plate to a bone. Specifically, it is used in the 2.7/3.5 mm variable angle lcp angle trauma system ((B)(4)), the 2.7/3.5 mm variable angle lcp elbow system ((B)(4)) and other systems. The returned product was received into two pieces¿the head of screw with stardrive recess and the threaded region. The threaded region near the break has heavily damaged threads due to the extraction of the screw, while the remaining threads are in good condition. Also, the head of the screw has a crack on one side. Based on the damage of the screw, it is unclear why the head of the screw broke-off. It is possible that the clinician inserted the screw under power or manually and did not use a torque limiting attachment per page 63 and 64 of the 2.7/3.5 mm variable angle lcp elbow system technique guide ((B)(6)). If a torque limiting attachment is not utilized, the screw can break due to over-torquing causing it to break upon insertion. However, since the surgical technique (usage of torque limiting handle or not) nor the bone density of patient is known, the root cause is indeterminate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; two screw pieces were received. The drive has sustained some light damage, consistent with use. There is a single crack through the head that extends the length of the head from the top to the neck. The crack is on one side of the head. The crack does not show evidence of having been anodized. There is a small void on the top of the head adjacent to one of the drive lobes. This void is 0.21 x 0.26 and appears to be anodized on it's interior. The bottom of the head has what appears to be a small void or dent near the band. The break separating the head from the threaded shaft occurs at the neck. The threaded shaft is heavily damaged near the break, consistent with a extraction. The remainder of the threads are in good condition, as are the flutes and the tip. Because no lot number was provided, a finite evaluation was not possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.